Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy plus pump generated a "no disposable, clamp tubing" alarm for the second time during infusion. The pump was running at the end of the call. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.